Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, the device was unable to cross and it burst due to severe calcification. The procedure was completed with another of same device. No complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, the device was unable to cross and it burst due to severe calcification. The procedure was completed with another of same device. No complications were reported and the patient status was good. It was further reported that it was an 80% stenosed target lesion. However, during the initial inflation at nominal pressure, the balloon burst. Also, no abnormality on the appearance of the device prior usage. The device was completely removed.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the device. There was contrast in the inflation lumen and the balloon. Just distal to the proximal waist of the balloon, 2mm in length, the shaft was stretched down. The balloon was loosely folded. Within the balloon, the distal markerband was flattened and kinked. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate and hold pressure to nominal pressure with no signs of a burst, however, the stretched down shaft prevented the device from inflating the balloon.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, the device was unable to cross and it burst due to severe calcification. The procedure was completed with another of same device. No complications were reported and the patient status was good. It was further reported that it was an 80% stenosed target lesion. However, during the initial inflation at nominal pressure, the balloon burst. Also, no abnormality on the appearance of the device prior usage. The device was completely removed.